Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: upon deployment, hemostasis was not obtained and surgical cutdown was performed on left side and surgical repair to left common femoral artery.

Manufacturer narrative:
One unit of manta and sheath were returned. The manta was locked into the sheath. Blood particulates were noted. Unit was decontaminated. Lever was engaged. Components were released and detached. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar, an 18f manta was deployed for closure in the left common femoral artery. Micropuncture and ultrasound were utilized to gain a central to upper positioned access. The arteriotomy was 9.3mm, depth measurement of 3.5cm + 1cm, no calcification or tortuosity present. No issues were encountered advancing or withdrawing procedure sheaths. Following deployment, hemostasis was not achieved, and the physician choose to do a surgical cut down. Due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, and no information regarding manta positioning during surgical cut down a root cause to why the manta was not effective in achieving hemostasis requiring surgical cut-down is undeterminable. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Procedure requirements indicate if the manta closure does not deploy properly in the artery and hemostasis is not achieved, the closure and all absorbable components may be removed from the patient if medically necessary. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include late arterial bleeding. If bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.